Event description:
The pt experienced pain in the tibial and patellar tendon area. Revision surgery revealed the formation of posterior heterotopic bone as well as polyethylene wear of the tibial insert.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate that this event is not device related but rather is associated with pt disease, alignment and normal wear.